Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user reported difficulty pairing their dexcom g7 continuous glucose monitor (cgm) with the ilet. The user experienced a "sensor failure" alert but confirmed the sensor was working afterward. Blood glucose (bg) reached an highest value of 340 mg/dl. The user had self-administered a 5-unit injection of fast-acting insulin about an hour prior, believing the ilet was not delivering insulin. The agent advised pausing the ilet when taking manual injections and provided education on this procedure. The user reported feeling fatigued during the event. Blood glucose (bg) was corrected by insulin injection. No outside assistance or medical intervention was required.